Manufacturer narrative:
(B)(4) the lot was manufactured from january 17, 2015 ¿ january 19, 2015 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during a 24-hour infusion. The device was filled with tazocin and had a starting weight of 285g. After 24 hours, the weight was 107g. There was no patient injury or medical intervention associated with this event. No additional information is available.